Event description:
An angled long saber attachment was sent for eval because it was overheating during testing. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
It is not possible to determined the cause of the event without an eval of the device. Add'l info will be submitted if the device is received and the quality investigation is completed.